Manufacturer narrative:
Isi has received the sureform stapler 60 instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument initialized, clamped, fired, and unclamped with no issues. No sureform stapler 60 reloads were returned with the sureform stapler 60 instrument. A review of the system and instrument logs has been performed. The system logs reveal that a sureform stapler 60 instrument (part #480460-09; lot #l92200209-0281) fired 7 green sureform stapler 60 reloads. All firings were completed. A second sureform stapler 60 instrument (part #480460-09; lot #l92200209-0217) was also installed. The instrument fired 3 green sureform stapler 60 reloads and all firings were completed per the system logs. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: vessel sealer extend (part #480422-01; lot #m91200204-0341) is a single-use instrument and site reviews have shown that no complaints were filed against the instrument. Cadiere forceps (part #470049-07; lot #t10190412-0028) and site reviews have shown that no complaints were filed against the instrument. Suction irrigator (part #480299-06; lot #m10200206-0304) is a single-use instrument and site reviews have shown that no complaints were filed against the instrument. Cadiere forceps (part #470049-06; lot #n11190826-0074) and site reviews have shown that no complaints were filed against the instrument. Prograsp forceps (part #470093-11; lot #n12190708-0130) had zero lives at the end of the surgical procedure and site reviews have shown that no complaints were filed against the instrument. Large needle driver (part #47000-12; lot #n12190715-0228) had zero lives at the end of the surgical procedure and site reviews have shown that no complaints were filed against the instrument. As of 15-jul-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that with a sureform stapler 60 instrument and green stapler reload, tissue was cut but not stapled. As a result of this allegation, sutures were placed to repair unapproximated tissue. However, at this time, the cause of the customer reported failure and intra-operative complication is unknown.

Event description:
It was initially reported that during a da vinci-assisted esophago-gastrectomy procedure, a sureform 60 stapler instrument allegedly misfired. The procedure was completed with no reported injury or harm to the patient. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: the robotics coordinator was present during the da vinci-assisted sleeve gastrectomy procedure performed on (B)(6) 2020. The robotics coordinator indicated that the sureform stapler 60 instrument was inspected prior to use and no damage was observed. While the surgeon was attempting to staple the esophagus with a green sureform stapler 60 reload, it was alleged that the tissue was cut but not stapled. The robotics coordinator further indicated that the sureform 60 stapler instrument was in use for about 6 hours and a misfire allegedly occurred on the 4th or 5th fire. No obstructions were noted between the instrument¿s jaws when the event occurred. The robotics coordinator claimed that staples were still in the stapler reload when the accessory was removed. The surgeon noted that there were no clamping issues. There was no tissue calcification nor previous chemotherapy treatment noted. No medical intervention was required although the surgeon reportedly re-stapled the tissue. No post-operative complications were reported. Additionally, no post-operative tests were performed. Per the initial reporter, the staple reload involved with the alleged misfire is unavailable for review. No videos or images are available for intuitive surgical, inc. (Isi) to review. The procedure was completed with no reported injury or harm. During a subsequent follow-up contact with the site, the robotics coordinator indicated that the surgeon fired additional stapler reloads and had also applied sutures to tissue associated with the misfire. It was reported that the sutures were placed to repair unapproximated tissue and additional staples were applied to reinforce the staple line. It was further noted that more tissue was removed than what was intended.